Event description:
During an arthroscopic procedure, dyonics intellejet irrigation system pumped at a high flow rate ignoring the set flow rate. The pump was examined by biomedical instrumentation and found to be operating properly.